Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in intermittent communication and failure to pair; troubleshooting included toggling settings, restarting the ilet, waiting for pairing, and ultimately replacing the sensor, and the issue involved the antenna/electrical component pathway of communication. No adverse clinical symptoms reported and blood glucose levels were unaffected. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure associated with the device¿s antenna/electrical communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.